Manufacturer narrative:
The subject device will not be returned to olympus medical systems corp. (Omsc), since the subject device was scrapped by the customer. We identified that the device manufacture date is january 7, 2016, from the information which we obtained. The manufacturing history was reviewed, with no irregularities noted. This type of probe damage is most likely related to the operator's technique. Based on the description of the event, the damage to the jaw was most likely caused by excessive load applied to the portion. The instruction manual of the subject device already cautions; during the treatment, do not activate output while applying the probe tip to the tissue with a strong force, grasping a thick tissue, or twisting the handle. Also, do not grasp the tissue and activate the output while the handle is twisted. Otherwise, the probe tip and/or grasping section may be damaged, which may result in falling of the probe and/or grasping section (tissue pad).

Event description:
The subject device was used during a total thyroidectomy. It was reported that the non active jaw ( the one with teflon) was broken and the small part has fallen into the patient body but immediately found and removed. The procedure was completed with a similar device. There was no patient injury reported.